Event description:
Boston scientific crm received information that this pacemaker was explanted without allegation and returned for analysis. Preliminary analysis revealed a potential issue related to device longevity; analysis is ongoing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. The battery status was elective replacement time (ert). To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Having met our engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.